Manufacturer narrative:
Annex code d updated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer went on site, performed troubleshooting and confirmed error 23062 in recorded logs. After further investigation isolated issue with armrest motor. Replaced armrest motor to address the reported issue. The unit was returned for failure analysis and reported message on their system performed a visual inspection and found no problem related to the reported issue. Checked and verified error 23062 in lighthouse/aperture and then installed on an internal eft system. During system testing found armrest motor sticking at times during operation. No errors occurred while testing so did not verify error 23062. Root cause appears to be internal motor issue.

Event description:
It was reported that during a low anterior resection (lar) procedure using the da vinci 5 system, errors were observed on console 2. The technical support engineer reviewed system logs and confirmed errors related to the console 2 ergo armrest. The initial troubleshooting involved recommending disconnecting console 2 to continue the procedure as a single console system, and further follow-up by field service was advised. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the issue occurred prior to start of the procedure. The customer disconnected console 2 and procedure started with only surgeon console 1. In the middle of the procedure, another surgeon tried to sit on console 2 but they couldn¿t adjust the ergonomics. So did not use console 2.